Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 2.1 was not detected on bus. The field service engineer (fse) removed the back panel and confirmed no missing led lights. The diagnostics tool showed all cubie pockets present. The device was shut down, the pyxibus cable was reseated, and the device was rebooted. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and could not recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.